Event description:
It was reported that during a planned lead revision, this implantable cardioverter defibrillator (ICD) was explanted due to undersensing. The device was retained by the hospital. No additional adverse patient effects were reported.